Event description:
It was reported that the rotapro burr became detached. A percutaneous coronary intervention was performed on a moderately tortuous, 75% stenosed, and severely calcified lesion using a rotapro 1.50mm for treatment. During the procedure it was noted that the rotapro burr became separated inside the patient. The physician was able to retrieve the burr tip using the guidewire. The procedure was completed successfully with no patient complications.

Event description:
It was reported that the rotapro burr became detached. A percutaneous coronary intervention was performed on a moderately tortuous, 75% stenosed, and severely calcified lesion using a rotapro 1.50mm for treatment. During the procedure it was noted that the rotapro burr became separated inside the patient. The physician was able to retrieve the burr tip using the guidewire. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a burr from a rota device. The advancer and remainder of the burr catheter were not returned for analysis. The burr was visually and microscopically examined. Inspection of the device confirmed the reported burr detachment. Further testing was unable to be performed as the remainder of the device was not returned for analysis. Product analysis confirmed the reported event, as the burr was received detached from the coil.